Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed less carbohydrates that the amount used to request a food bolus. Subsequently, the customer's blood glucose (bg) level dropped to 55 (mg/dl). Juice and a banana were consumed to address low bg level. In addition, the customer reported their bg level becomes elevated on the third day of supply use (300 mg/dl). Reportedly, the customer uses humalog insulin. Tandem technical support instructed the customer on proper cartridge labeling. The customer stated the would contact their healthcare provider to discuss elevated bg levels.